Manufacturer narrative:
Patient (B)(6). This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient has continuing mid-thoracic and low back pain beginning on (B)(6) 2007. The likelihood of the event was unanticipated. It was also noted the severity of the event was moderate. There was no implant/hardware failure/migration noted. A magnetic resonance imaging (MRI) was a required action; however, there was no MRI or mention of this problem at any subsequent visit. No impairment was noted. The current state of event was noted as ongoing. The investigator concluded it was possible the event was related to the type of surgery, and definitely not related to the implant. The implant has not been explanted. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Information was reported on MFR report number 2530088-2015-10613. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Information was reported on MFR report number 2530088-2015-10613.